Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found that the sensor sleeve (pebax) has yellow like liquid inside it, with no signs of any damage. But sem results show that the external surface of the pinhole exhibit evidence of scratches. It is possible that an unknown object made a puncture in the pebax. The foreign matter is composed of elemental oxygen, sodium, silicon, phosphorus, sulfur, chlorine and potassium. Then the catheter was evaluated for eeprom, carto 3 and coil disconnection test, it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. In addition, a corrective action has been opened to address and resolve this issue.

Event description:
It was reported that during a procedure, the customer experienced a recognition issue. The issue was resolved by changing the catheter without any patient consequence. This customer complaint is not reportable malfunction. The returned device was visually inspected upon receipt and it was found that the sensor sleeve (pebax) has yellow like liquid inside it, with no signs of any damage. This finding is not reportable. However, the scanning electron microscope (sem) results show that the external surface of the pinhole exhibit evidence of scratches making this event reportable and awareness date for this malfunction is (B)(6) 2015.